Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that there was a connector pin observation. It was also noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual analysis indicated apparent explant damage. Further analyst comments stated that there were no visible sign of a set screw on rv connector pin and no solid connection made to rv which could cause electrical issues. (B)(4).

Event description:
It was reported that the lead was explanted and replaced due to lead fracture. No patient complications have been reported as a result of this event.